Event description:
After angiography, an eval of the right femoral sheath insertion was performed. It was determined that the pt was a good candidate for insertion of angio-seal. The angio-seal device was correctly applied, but failed to provide hemostasis. Hemostasis was achieved by applying manual compression for 20 minutes.